Event description:
The customer reported that their acuity central station system was down for an unk reason. During troubleshooting, welch allyn technical support found that the flatpanel monitor was unable to power up. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device has not been returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.